Event description:
A physician reported that following a cataract surgery with intraocular lens (iol) implant procedure, a routine cataract patient with no special conditions underwent surgery. The surgery was completed smoothly on the day of operation. Postoperatively, the patient developed toxic anterior segment syndrome (tass). Additional information was received indicating that cataract surgery had been performed on the left eye of an elderly patient. Twelve days after the surgery, the patient experienced redness, pain, a foreign body sensation, and blurred vision in the left eye. The condition was considered to be toxic anterior segment syndrome of the left eye, which was related to intraocular lens (iol) implantation. Local hormone eye drops were administered, along with a topical injection of corticosteroid and the condition improved after systemic intravenous corticosteroid infusion.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).